Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the physicians office due to an atrial lead that had dislodged post-implant. On (B)(6) 2014 the lead was successfully repositioned. The lead remained implanted.